Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system catheter batch was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed showed signs of tip damage. A visual and tactile examination of the hypotube shaft found a kink in the hypotube located 33cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.75mm target lesion was located in moderately tortuous and calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.75mm target lesion was located in moderately tortuous and calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.